Event description:
In 2009, the patient reported he woke up with his insulin infusion device displaying an e4 (occlusion) error. He stated he turned his device back to start but did not change any of his disposable accessories. He said when he tried to bolus insulin for breakfast, his device again displayed an e4 after 12.6 units of the 20 units bolus was delivered. He reconnected to his device and received 2.0 units of insulin before the e4 alarmed. He said his insulin cartridge and infusion set have been in use for 2 days. He stated his blood glucose reading is 199 mg/dl with his normal range being 80-126 mg/dl. To troubleshoot, the patient was instructed to disconnect the tubing from his headset and perform a prime, which he did without error. He was advised to change his site location. When he removed hs headset, he said the cannula was not bent or damaged. The patient successfully delivered the remainder of his bolus. On follow up with the patient at about 4 days later, he stated he has had no further occlusions and his blood glucose has returned to his normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.